Manufacturer narrative:
Additional information received on august 18, 2022 indicated that the patient states when she had her most recent mammogram examination, and the technician ruptured her implant. Patient underwent removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 10, 2022 indicated that the postopration showed both implants were intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 10, 2022 indicated that the patient underwent bilateral replacements with mentor-375cc, high profile implants plus bilateral complete capsulectomy. The MRI examination revealed bilateral breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 20, 2023 indicated that the mammograms' examination showed left breast with irregular contour, with folds at the level of palpable complaint. Free silicone within breast tissue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel, 375cc silicone breast implants which bilaterally had issue with capsular contracture (unknown baker grade), breast mass and the right side also migrated after implantation. Patient stated that right twisted, both hard as rocks pebbly little lumps and bumps between breast and arm pit. Right always hurts between armpit and breast. Patient indicated that seen doctor and doesn't remember the diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.